Manufacturer narrative:
The device was received with cracked end cap. The prime fill anomaly was unable to be verified, due to cracked end cap. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with a prime anomaly. The customer states the pump proceeds to push all insulin out, and the numbers do not appear on the screen. The customer was advised the device would have to be replaced. The customer is being sent out loaner pump.